Manufacturer narrative:
G4 - additional premarket / 510(k): k170636.

Event description:
It was reported that guidewire fracture occurred. The non-stenosed target lesion was located in the non-tortuous and non-calcified right hepatic artery. A 180x25cm fathom -16 guidewire was selected for use. During the procedure, it was noted that the guidewire was fractured. The wire was removed along with the microcatheter. The procedure time was prolonged and was completed with a different device. No patient complications were reported.